Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. A review of the event history log confirmed that there was a record of the high-pressure alarm. Functional and occlusion tests were performed, and the occlusion pressure detection level was within the standard. The customer's problem was not replicated. The cause of the problem was a possible defective downstream occlusion (dso) sensor or cassette. The device was returned unrepaired at the customer's request.

Event description:
It was reported that the device had frequent blockage alarms. There was patient involvement and unknown patient harm/adverse event reported.